Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to damage on charge coupled unit, a noise image occurred. In addition to evaluation in b5, due to damage on up/down knob, water tightness was lost. The connecting tube had a dent. Plastic distal end cover had a scratch. Adhesive around objective lens was peeled. Objective lens had discoloration. The universal cord was sticky. Light guide connector had a scratch. The protector of universal cord on scope connector side had a scratch. The universal cord had a scratch. The switch box had a scratch. The lock engagement lever had a scratch. The lock engagement knob had a scratch. The up/down knob had a scratch. The right/left knob had a scratch. The control unit had a scratch. The control unit had discoloration. The light guide bundle was slipping down. The control unit was dirty due to water leakage. The adhesive on the bending section cover had scratches. Due to wear of angle wire, the play of up/down knob was out of the standard value. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Connecting tube had a scratch. The light guide connector was dirty due to water leakage. The video connector case had a scratch. The video connector had a scratch. The protector of the video cable section had a cut. The video cable had a scratch. Grip had discoloration. Grip had a scratch. The scope cover had a scratch. Reprocessing of subject device the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. User facility does not know when foreign object adhered to the scope. It is unknown whether the endoscope was used for a procedure with the foreign material attached. The washing facilities are without washing machines. There is an accumulation of dirt due to long-term lack of cleaning. It is unknown if there was a delay in the start of precleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The endoscope was not immersed in a detergent solution. It is unknown if the air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. The air/water nozzle was flushed with a detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, noise occurred on the screen with a gastrointestinal videoscope. There was no reported user or patient harm associated with this event. During incoming inspection, a foreign object was in the nozzle due to insufficient cleaning. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) which state: chapter 3 preparation and inspection, ¿section 3.3 inspection of the endoscope¿ and ¿section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] -inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.